Event description:
It was reported that an inflation issue occurred. The 95% stenosed target lesion was located in the moderately calcified and non-tortuous mid left anterior descending artery (lad). A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation it was observed that the balloon expanded in an abnormal manner outside the radiopaque markers. The procedure was completed with another of the same device. This was a complex case involving a cerebrovascular event and gastrointestinal bleeding; however, the physician did not consider the patient outcome to be associated with the device issue.